Event description:
No additional information was provided.

Manufacturer narrative:
Two samples and two photos of a 1 ml ll syringe were received by bd. A quality engineer was able to examine the samples and photos from batch 2356034 regarding item 309628. One sample was received in a fully sealed package, while the other was in an open sealed package. Both samples presented loose dust-like particulates inside the sealed package. Additionally, two photos were evaluated. One showed the top web slip with all the appropriate information. The second shows a 1 ml syringe in what appears to be a sealed package covered with black dots. From the photo, it can¿t be determined if the foreign matter is loose, embedded, or even if it¿s inside or outside the sealed package. The conditions observed on the samples are non-conforming per product specification. An ftir analysis was performed, and the results were inconclusive. However, after evaluation, dust is most likely present in the samples. Potential root cause for the foreign matter defect is associated with the packaging process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 2356034 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter translated from french to english: "the teams found numerous cases of paint particles in the syringe packaging. I enclose photos of examples (oem001100 seringue 1ml luer-lok lot: 2356034)."